Event description:
It was reported that the patient experienced an embolic stroke on (B)(6) 2022. Computed tomography (CT) and computed tomography angiography (cta) showed an acute occlusion of the m2 branch. The patient experienced acute aphasia and was taken for an urgent thrombectomy in interventional radiology. The thrombectomy was successfully completed and the patient appeared to have no residual deficits. The patient recovered well without difficulty of speech, ambulation, or gross motor activity. Log file review captured a down shift in flow and power on (B)(6) 2022 around 7:38. There were no other notable alarm conditions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported embolic stroke could not conclusively be established through this evaluation. The submitted controller event log file captured a slight decrease in flow and power from values on (B)(6) 2022. The system appeared to operate as intended at the set speed for the duration of the log file. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further related issues have been reported at this time. Incidental findings: a low flow alarm, elevated power and flow values, and hc_ctrl and rot_noise fault flags were captured in the log files. Although a specific cause for these events cannot conclusively be determined, the log file information is potentially consistent with some material, such as a thrombus, being ingested into the pump and contacting the rotor. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists stroke, peripheral thromboembolic event, and device thrombosis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.